Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during an unruptured internal carotid-posterior communicating artery stent-assisted coil embolization procedure, the subject atlas was inserted into the microcatheter as per directions of use. The physician was unable to see the subject stent marker under fluoroscopy while guiding it in the microcatheter. When the microcatheter was fluoroscopically checked, only the subject stent delivery wire was advanced ahead of the subject stent. It was pointed out that the subject stent was off the bumper and deployed prematurely within the microcatheter. The subject device was replaced, and procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date - added d4 expiration date - added due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of undeterminable will be assigned to the as reported "stent deployed prematurely during use".

Event description:
It was reported that during an unruptured internal carotid-posterior communicating artery stent-assisted coil embolization procedure, the subject atlas was inserted into the microcatheter as per directions of use. The physician was unable to see the subject stent marker under fluoroscopy while guiding it in the microcatheter. When the microcatheter was fluoroscopically checked, only the subject stent delivery wire was advanced ahead of the subject stent. It was pointed out that the subject stent was off the bumper and deployed prematurely within the microcatheter. The subject device was replaced, and procedure was completed successfully. No clinical consequences were reported to the patient due to this event.